Event description:
Reportedly, when the surgeon checked the anastomosis, with a flexible sigmoidoscopy, there was a leak where the ta55 had been used. The anastomosis had to be redone, which caused additional two hours or time, and the patient ended up with a temporary colostomy. The patient will be returning to take down the colostomy.